Manufacturer narrative:
Needle failed. Final device analysis revealed a reliability non-conformance for the capsule. The capsule was returned separate from the delivery system. The trocar needle was not advanced. The analyst was able to easily advance it. The plunger was fully depressed and retracted. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin. This was a premature delivery. The capsule did not attach.

Event description:
It was originally reported that while placing the bravo ph monitor the capsule did attach to the esophagus but not in the desired location. It attached near the endotracheal tube. The capsule was removed and the patient recovered without sequela.